Event description:
A nurse of the facility reported to baxter (B)(4) of an extension tube in which the operator observed a leak from the junction between the t connector and the tubing during patient use. The set had been used for 4 days. A patient was involved but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an extension tube in which the operator observed a leak from the junction between the t connector and the tubing was confirmed during sample evaluation. One actual defective sample was available at the plant for evaluation. Pressure test at 8psi was conducted on the sample and leak was found between interlink retractable t-connector male luer lock and tubing. Upon visual inspection at 10x magnification, a tear on tubing was found at the joint between t-connector and tubing where leak observed. The assignable root cause of the reported condition is unknown. Additional information: should additional information be received, a follow-up medwatch will be submitted.